Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube. In addition, our technician confirmed that the segment fluid damage, the insertion flexible tube compressed (short in length), the objective gluing cracked, the angle wire play, the water tube clogged, the bending rubber missing, the water nozzle missing, the segment steel braid deformed, the air nozzle deformed, the bending rubber leak, the root brace rubber (lg control body) cut, the objective lens scratched, the lcb distal cover glass scratched, the air and the water tubes dirty, the insertion flexible tube disinfections damage, the light guide cable disinfections damage, the insertion flexible tube worn out, the distal body worn out, the light guide cable lump/wave, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.